Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument reaction monitors and found evidence of sampling issue. The fse replaced the sample probe inner wash valve, sample syringe, r2 reagent probe tubing, r2 probe holder, and r2 probe inner wash valve which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for sample probe holder. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous patient results with value zero (0) value on multiple analytes and quality control (qc) results. Customer did not provide patient data and did not provide which chemistry analyte was affected. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.